Event description:
It was reported that the pump has an air in line alarm issue, requiring patients to return to the hospital to resolve via the emergency department or hospital in the home (hith) service. No themes have been found for drug or type of patient. The air in line issue is ongoing. Per reporter, air in line filters were implemented and since then they have had 4 air in line issues, so the filters did not resolve the issue. The event occurred at the patient's home while in use. The product is not contaminated (used). No patient harm/adverse event reported. Per reporter, action taken: air removed via 3 way tap and sent home. The next day the patient returned and the nurse removed air via 3 way tap. The pump was changed and the issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in overall good condition. This device has previously been serviced for the same complaint in september. The air in line (ail) sensor was replaced. The issue was not seen in the event log, nor was it replicated through functional testing. Device passed all functional and accuracy testing with no issues detected.